Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip completely detached from its base, held only by the conductor wire, with the broken piece hanging from the instrument. The components adjacent to the broken grip showed no damage. The complaint regarding a broken cable was not confirmed by failure analysis. Common causes of a broken grip tip is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.